Manufacturer narrative:
Testing and investigation at the service center found leakage from the disposable batteries in the battery compartment. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device would not power on using dc power. This is not a reportable malfunction. However, during verification testing leakage from the disposable batteries was noted in the battery compartment of the device.